Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent xl vascular stent products that are cleared in the us. The pro code and 510 k number for the lifestent xl vascular stent products are identified in d2 and g4. Manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met the specification prior to shipment. Investigation summary: the returned sample is in used condition with unlocked safety lock slider. Inside grip a force transmitting post is broken which led to the reported inability to deploy the stent with the wheel. During testing, the stent could be easily deployed using the thumb slider. The stent was found protruding the distal end of the outer sheath for 1mm, but the user emphasized with additional answers that the stent was not seen outside. The investigation leads to confirmed result for deployment failure. Based on the investigation of the provided information, the investigation is closed as confirmed for deployment failure with a broken component of the deployment mechanism. However, a definite root cause for the reported issue could not be determined. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. The instruction for use describes holding and handling of the system throughout the procedure. Regarding accessories the instruction for use states: 6f (2.0 mm) or larger introducer sheath . 0.035 inch (0.89 mm) diameter guidewire. Regarding pta the instruction for use states: predilation of the lesion should be performed using standard techniques. The instruction for use further states: if excessive force is felt during stent deployment, do not force the stent system. Remove the stent system as possible and replace with a new unit. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a stent placement procedure using the life stent device. During the procedure, the stent failed to deploy. There was no reported patient injury.